Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that she was unable to use her one touch ultra 2 meter since she was having difficulty setting it up. She mentioned that approximately 15-20 minutes after trying to use the meter on (B)(6) 2010, she developed symptoms of "high blood sugar" and was sweating. She did not seek any medical attention or contact her physician for assistance. The customer care advocate (cca) assisted the patient and the alleged issue was resolved over the phone. Product was replaced. The complaint is being reported since the patient alleged that since she was having difficulty setting up the meter, she was unable to test and developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.